Event description:
It was reported that the patient had an artificial urinary sphincter (aus) explanted and replaced with a 5.0cm aus due to recurring incontinence. No further information is available. Analysis results as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) explanted and replaced with a 5.0cm aus due to recurring incontinence. No further information is available.